Event description:
This is a report of a home patient that passed away. The peritoneal dialysis registered nurse (pdrn) was contacted in order to obtain additional information regarding the home patient's (hp) death. The pdrn stated that the cause of death was unknown (natural causes). The patient was not connected to the device at the time of death. There was no autopsy performed. The nurse stated that the death was not related to baxter's device, disposables or solutions. No further information was provided.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed the device had a damaged base assembly and the power switch was pushed in which were caused by physical damage. The device was initially received inoperative due to the power switch pushed in and the device logs were unattainable. The power switch module was reseated and the unit powered up properly with no errors occurring. The device logs were obtained. A review of the logs revealed no failure, malfunction or iipv events that could have caused or contributed to the patient death. There were no keystrokes, programming, or use related events that indicated and/or contributed to the reported condition. A simulated therapy was performed and completed successfully with no errors occurring. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review and device history review was conducted and there were no failures found that could have caused or contributed to the reported event.